Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that they felt light-headed and a sense of suppression in their chest. The patient had a device check and was told by the physician that their heart rate had reached 200 beats per minute and had frequent paroxysmal supraventricular tachycardia. Physician also found the right ventricular lead had dislodged. The physician turned off the automatic ventricle threshold management function and suggested patient to come to hospital in three months for follow-up. The lead was later repositioned and remains in use. No further patient complications have been reported as a result of this event.